Manufacturer narrative:
Unique identifier (UDI)#: (B)(4) the customer did not return the test strips.

Event description:
The customer complained of erroneous inr results on a coaguchek xs meter with serial number (B)(4). The customer tested on the meter at 9:00 a.m. And the result was 1.4 inr. The customer tested at the doctor¿s office at 11:30 a.m. Using a different finger on the meter and the result was 2.8 inr. The customer was tested on the doctor¿s coaguchek meter using the same finger that produced the 2.8 inr result using the doctor¿s strips at 11:30 a.m. And the result was 2.9 inr. No changes were made to the customer¿s warfarin dose. The doctor thinks the 2.9 inr result was correct. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The customer is feeling fine. The customer has no hct issues and does not have antiphospholipid antibodies. The customer is not taking heparin or other direct thrombin inhibitors. The customer¿s warfarin dose has not been changed. The customer is not taking any new medications, has had no diet changes, no new illnesses and no bleeding or bruising. The meter and strips were requested for investigation. The meter was returned. The test strips were not returned. During a review of the meter memory additional discrepant results were identified: on (B)(6) 2014 there is a result of 6.8 inr at 5:08 p.m. And a result of 3.1 inr at 5:13 p.m. On (B)(6) 2014 there is a result of 1.5 inr at 4:44 p.m. And a result of 2.5 inr at 4:54 p.m. On (B)(6) 2014 there is a result of .9 at 4:52 p.m. And a result of 1.5 inr at 4:55 p.m. On (B)(6) 2015 there is a result of 5.4 inr at 2:41 p.m. And a result of 2.8 inr at 2:51 p.m. On (B)(6) 2015 there is a result of 8.0 inr at 10:56 a.m. And a result of 2.0 inr at 12:58 p.m. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.4 inr, donor #2 inr: 2.6 inr. Donor #1 hct: 38%, donor #2 hct: 44%. Donor #1: master lot: 2.4 inr, donor #1: customer meter and master lot: 2.4 inr. Donor #2: master lot: 2.6 inr, donor #2: customer meter and master lot: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer¿s medications are currently known to interfere with the accuracy of the test results. Relevant retention test strips (lot 207426-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.